Event description:
It was reported that the patient experienced a shocking or jolting sensation on two separate occasions. Four days prior to this report, the patient reportedly had a ¿bad electrical surge¿ to her groin area. The patient reported that she had been sitting at the time and it was extremely painful. The patient stated that she then had an aching sensation at the implantable neurostimulator (ins) pocket and in her appendix area. The patient stated that the aching sensation was still present at the time of this report. The patient reported that when she stood up following the ¿bad electrical surge,¿ she had a ¿total¿ loss of bladder control. The patient reported that therapy only helped her on some days. The patient stated that it was not ¿100% satisfactory¿ and her ¿ok¿ days were not like ¿anyone else¿s.¿ the patient stated that she normally only felt stimulation for 15 minutes following a program change, but since her last reprogramming she felt stimulation ¿all the time.¿ the second incident of shocking occurred when the patient placed the patient programmer over the ins and the patient felt a ¿mild¿ electrical shock that did not hurt her fingertips. The patient also stated that she was not adequately trained on using the device; the patient stated that she had been sedated when she had been trained on using the patient programmer. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant: product ID 3095-10, serial# (B)(4), implanted: 2006-(B)(6), product type extension, product ID neu_unknown_lead, lot# *uk6143339, implanted: 2006-(B)(6), product type lead, product ID 3037, serial# (B)(4), product type programmer, patient product ID 3037, serial# (B)(4), product type programmer, (B)(4).